Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07216, related manufacturer reference number: 3006705815-2023-07219. It was reported that the patient had a fall earlier in the year. Due to this, the patient had discomfort at the ipg site, a fractured lead, and a migrated lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned, and both leads were explanted and replaced to address the issue. Therapy was restored post procedure.